Manufacturer narrative:
Correction: according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure related adverse events section includes but is not limited to, endoleak.

Manufacturer narrative:
Lot 15227179: (B)(4). Lot 15227175: (B)(4). Additional devices implanted and/or related to this event: ceb231410a/15227175. (B)(4).

Event description:
On (B)(6) 2016, the patient was being implanted with gore® excluder® iliac branch endoprosthesis (ibe) to treat bi-lateral common iliac aneurysms. It was reported computed tomography (CT) images were taken on (B)(6) 2016, and a possible type iii endoleak was found. No reintervention is planned and there is no aneurysm growth.

Manufacturer narrative:
(B)(4). (B)(6) 2017, follow-up imaging added.

Event description:
On (B)(6) 2017, follow-up imaging identified contrast outside of the iliac branch component implanted in the right common iliac artery. Aneurysm growth of ~1mm was noted. On (B)(6) 2017, an intervention was performed to treat the ongoing endoleak. A contralateral leg component was implanted within the previously implanted iliac branch component to reline the device. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.